Event description:
It was reported that the system monitor was intermittently not able to access the history page.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor being intermittently unable to access the history page was not confirmed as the issue was not reproduced during testing. The returned system monitor (serial number: (B)(6)) was evaluated. The unit was connected to a test power module and a mock circulatory loop and the unit functioned as intended. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate iii instructions for use (IFU) (rev. C) under section 4, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate system monitor instructions for use (IFU) (rev. E) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate iii patient handbook (rev. A) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.